Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the chest was struck by the fall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient fell over, but was aware it had been parkinson's disease as the underlying disease. X-ray revealed that there was no fractures, but the physician said that the stimulator was damaged. It was reported that the stimulator is functioning normally at present when it is used. The cause of the fall is unknown. The patient reported that the damage from the stimulator's x-ray revealed that the patient had suffered from chestache due to a fall. The extent of damage is unknown. The patient was instructed to seek medical attention of the stimulators attending physician as soon as possible. It is unknown if the issue has been resolved at the time of this report.